Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys shbg on a cobas e 601 module. The sample initially resulted in a shbg value of < 0.350 nmol/l with a data flag. The user received a complaint from the patient, so the sample was repeated. The sample was repeated on (B)(6) 2024, resulting in a shbg value of 30.71 nmol/l.

Manufacturer narrative:
The shbg reagent lot number is 735204. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The assay calibration is valid and no qc issues were reported. A quality issue with the assay and instrument can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.